Event description:
It was reported that about five weeks after the implant procedure, the patient experienced tamponade and an echocardiogram confirmed a pericardial effusion caused by the right ventricular lead. The pericardial space was drained, and the right ventricular lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).